Manufacturer narrative:
It was reported that the patient underwent excision of portion of mesh on (B)(4) 2014 due to vaginal pain and mesh erosion.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to cystocele. Following insertion, the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence, dyspareunia, and organ perforation. (B)(4).

Manufacturer narrative:
(B)(4).